Manufacturer narrative:
(B)(4). The device history records were reviewed, and no issue found. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. What was the surgical approach for the cholecystectomy? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What suture was used to re-suture the patient? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent cholecystectomy on (B)(6) 2020 and suture was used on the incision. On (B)(6) 2020, the patient experienced pain on the incision and second stage suture was performed on (B)(6) 2020. Then the patient's condition changed to better and the patient was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/9/2021. Additional information was requested and the following was obtained: on what tissue was the suture used? Skin. What is the patient¿s current status? The patient was discharged from the hospital. There was no follow-up report on any injury. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure. What was the surgical approach for the cholecystectomy? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What suture was used to re-suture the patient? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.